Manufacturer narrative:
The device was returned for analysis. Visual and microscopic inspection revealed the sheath was kinked, and the imaging was twisted from 8.3 cm to 22 cm from the lap joint. Impedance testing showed an electrical open at the proximal end of the catheter; 130-140 cm from the distal housing. The client also provided media that showed a poor image.

Event description:
Reportable based on device analysis completed on 07oct2024. It was reported that visualization issues occurred. The target lesion was located in the left circumflex artery. The opticross imaging catheter was selected for ultrasound examination of the target lesion. During the procedure, the catheter could not show the image. The procedure was completed with another of same device. There were no patient complications reported. However, device analysis revealed the imaging window was twisted.